Event description:
Complaint#: (B)(4).

Manufacturer narrative:
Safety-s error and ad conv error message was reported. The reported failure safety- s error was evaluated by life cycle engineering on 2020-01-17 as follows: there are three main groups of possible causes for the reported failure "safety-s" error message: 1. The safety system board itself is defective and cannot correctly detect or process the incoming signals. 2. An error occurs when transmitting the signals via the control board to the safety system board ("cold" solder joint, defective optocopler). This causes that the safety system board to receive no or incorrect data and therefore triggers the error message. 3. A function of the pump is actually disturbed (e.g. Wrong direction of rotation) and the control system does not detect it in time. This is exactly what the safety system is for. As several faults would normally occur at the same time (malfunction and failure of the control system), this is extremely rare. On the respective boards themselves there are then a large number of possible causes (microprocessors, optocoplers, operational amplifiers, etc.), so that a further summary based on the information from the complaint is not possible without further investigation. Unfortunately, this error message is also one of those where in most cases the malfunction does not occur during the investigation. The identification of the defective component is then not possible. The most probable root cause of the reported failure ad conv could be a faulty reference voltage on the pump control board, but it can also be a defect of the a/d converter itself, then it would be ic37 or ic1. The reported failure "safety-s" and "ad conv" error message could be confirmed. The review of the non-conformities during the period of 2013-05-16 to 2021-01-15 does not show any non-conformity in regards to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure "safety-s" and "ad conv" error message did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Ad converter & safety s error message was reported. Complaint #(B)(4).